Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person).

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered a gas loss alarm, to fix the issue the fse replaced the pim module. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he found that the cardiosave intra-aortic balloon pump (iabp) was giving a gas loss alarm. There was no patient involvement, and no adverse event reported.